Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by the patient via phone that the patient had the ar-9345-17 arthrex eclipse¿ humeral head, 45/17 explanted from the patient's right shoulder for a revision procedure on (B)(6) 2024 due to a bad allergic reaction with the product. The patient had visible round rashes spreading from the ears, face, inner elbows, and upper chest and then went to the patient's right shoulder, stomach, and inner ear canal and became a systemic rash causing bowel issues. The original procedure for the right shoulder arthroscopic stemless replacement was on (B)(6) 2022. The original and revision procedures were performed with the same surgeon in the same facility. The patient then inquired about the material composition of the ar-9345-17t arthrex eclipse¿ titanium humeral head 45/17 implanted in the revision surgery. The patient would like to know if the titanium has nickel or other metals. The patient has a nickel allergy and is concerned about having another reaction like before.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.